Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, the customer confirmed that he was able to trace the issue to the monitor itself by cross-referencing other devices and accessories. The customer went on to confirm that the monitor is receiving power, as the power indicator is lit up during use. However; pressing the 'display' button does not bring up any of the menu options like it should. Tac advised the customer that the unit should be functioning properly based on the information provided and recommended that the monitor be returned for repair as an internal component of the subject device may be compromised. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the subject device, the user's report was confirmed. The unit was not producing an image due to a faulty printed circuit board. Additionally; there was a crack noted in both the bottom right and left corners of the bezel. Heavy scratching was also found on the lcd window screen. These components will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high definition lcd monitor was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.